Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump stuck in the rewind mode and insulin was squirting out. Troubleshooting was performed. Found that the motor was not slowing down, and the insulin kept squirting out. Advised the customer to discontinue use of the device and revert to back up plan. No further information was provided.